Manufacturer narrative:
Corrected information for supplemental medwatch report 001: section g2, report source, of the initial medwatch report stated: company representative. Section g2, report source, of the initial medwatch report should have stated: distributor. New information for supplemental medwatch report 001 : h6: the device was evaluated by ventec where the reported issue of an unresponsive lcd touchscreen was confirmed. Ventec replaced the lcd touchscreen to resolve the reported issue. Proper device operation was then confirmed through functional and performance testing. The investigation determined that the cause of the reported issue was the lcd touchscreen.

Manufacturer narrative:
The device has not yet been returned to ventec for an evaluation. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
A third party service provider contacted ventec to report that devices lcd touchscreen was unresponsive. There was no patient involvement.